Event description:
During an internal review of programming and diagnostic history, it was identified, during an office visit on (B)(6) 2014, that an interrupted system diagnostic test occurred that caused an unintended change in device settings. It's unknown when that change in device settings occurred. The settings were corrected on (B)(6) 2014 when the event was found. Diagnostics history was reviewed and no record was found of an interrupted system diagnostic test that might have caused the change in device settings. No patient adverse events were reported.